Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-03762. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture baker grade unknown, later confirmed as grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Previously reported event code of e0308 swollen lymph nodes/glands (reported via mrn #9617229-2023-03762) have been determined to be not device related and will be unreported.

Event description:
Previously, the events of "left side capsular contracture baker grade unknown, swollen lymph nodes, as well as pain in the joints and arms" were reported via mrn # 9617229-2023-03762. Later, patient representative provided biopsy and ultrasound reports which further reported baker grade iii for the capsular contracture and "suspected b-cell lymphoma. Diagnosed as low-count monoclonal b-cell lymphocytosis cll jsll type (mbl)" not device related. The event of "lymph nodes" was found to be located on the left side of the neck and is deemed to be not device related. Additionally, "pain in the joints and arms" is not device related. The device remains implanted.